Event description:
Patient's caregiver reported "device needs service" and multiple service error codes. Confirmed no twisting damage to therapy cable. All troubleshooting attempts failed. Wcd role in the event is pending evaluation of to-be-returned device.